Event description:
Customer received a blood glucose result of 277mg/dl at 7am. The customer retested at 10am and received a result of 271mg/dl. The customer contacted the doctor and was advised to increase medication and to add amaryl. The customer started using new glucose strips. At noon they received a blood glucose resulted 174mg/dl. They were concerned this was to high so customer took 6mg of amaryl and went to sleep. The customer woke up sweating and shaking and out of it. The customer ate tablespoons of honey and tested every twenty minutes and received results of 65, 81, 53, and 67mg/dl before bed. After eating the customer received results of 87 and 90mg/dl. No controls were in use. A request was made for the return of the suspect and replacement product was sent.